Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage, it is reasonable to assume that forces applied during the surgery contributed to this observation. Furthermore, cuts into the insulation 26cm distal to the is-1 connector pin were observed, which most likely occurred during the explantation procedure. However, a thorough analysis of the lead did not reveal further deviations that might have contributed to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted during attempted atrial lead revision. The lead became dislodged the day after implant, but the physician was unable to reposition the lead. The helix would not retract, so a new lead was required. No adverse patient events reported. Should additional information become available, it will be added to this file.